Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record of batch number 74m1500871 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications. No corrective actions can be implemented due the lack of product sample to perform a proper investigation and determine the root cause. Customer complaint cannot be confirmed due to the lack of device sample to perform a proper investigation and determine the root cause.

Event description:
The customer alleges that the column was changed due to back pressure in the bottle that was forcing water through the cannula and up the patient's nose. The therapist changed the column and it solved the issue. No report of a patient injury. The patient is a 2 week old infant that underwent heart surgery. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned a universal column, along with a standard column that must have been the column they switched the conchasmart column out for as mentioned in the complaint description. The complaint alleged that water from the column went into the circuit tubing when used with the comfort flo system and cannula. The check valve discs for the conchasmart demonstrated that all three valves would move as the column valves were turned from one side to the other showing the discs themselves were free to move. A syringe was connected to the upper tube to push and pull upper check valves. Both upper valves moved back and forth freely with no impedance. Both returned columns were connected to a concha water bottle in the correct positioning and both upper and lower tubes were punctured into the concha water bottle. The conchasmart column filled to the bottom of level sensing tube and stopped as expected and the standard column filled to its expected level. The columns were then hooked to a 2416 comfort flo circuit with a (B)(4) neonate cannula using the 10lpm flow mentioned in the report with no problems. The cannula was disconnected with no water level increase into the circuit. (Con't) other remarks: the infant cannula was re-connected to 10lpm and the nasal nares were occluded allowing the pressure to build in the bottle until the comfort flo relief valve actuated representing the worst case back pressure for the system and then the airflow was disconnected. Both columns allowed the water bottle air pressure to escape through the column without pushing the column water level up to the circuit, thus functioning appropriately. The complaint was unable to be confirmed as the situation was not able to be recreated even at the highest back pressure settings.

Event description:
The customer alleges that the column was changed due to back pressure in the bottle that was forcing water through the cannula and up the patient's nose. The therapist changed the column and it solved the issue. No report of a patient injury. The patient is a (B)(6) infant that underwent heart surgery. The patient's condition is reported as fine.